Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was calling because they were doing fine up until 5 or 6 days ago, but now the ins was not tingling or doing anything anymore. The patient added that they tried to use the handset to make an adjustment to stimulation settings but it wouldn¿t power on. The patient stated they were given the handset and communicator by a ¿tech person¿ but never received the charging cable and confirmed they had never charged the handset. Troubleshooting could not be done due to lack of access to the product. The patient was advised to ask the healthcare provider¿s office for a charging cable or to purchase one. The patient stated they would charge the handset and communicator, then make adjustments. Additional information was received from a consumer indicating that the circumstances that led to the loss of stimulation were a dead battery. The patient reported their battery was replaced and the problem resolved. No further complications were reported.